Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Monitoring of the patient was discussed. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.